Event description:
It is alleged the customer was crossing a crosswalk on lakeshore rd east at its intersection with beechwood ave from the northside of the street to the south side. The wheelchair she was sitting on and operating stopped suddenly causing her to be ejected from the wheelchair and the wheelchair fell on top of her causing injuries.

Manufacturer narrative:
The device has not been made available for evaluation. Should further information of the device become available, a follow-up report will be issued.

Event description:
It is alleged the customer was crossing a crosswalk on lakeshore rd east at its intersection with beechwood ave from the northside of the street to the south side. The wheelchair she was sitting on and operating stopped suddenly causing her to be ejected from the wheelchair and the wheelchair fell on top of her causing injuries.

Manufacturer narrative:
The follow up submission includes: model number, serial number, production date, and 510k number.